Event description:
A healthcare worker exposed to cidex solutions was hosp overnight after developing swollen lips, welts, hives, and itchineso. Two days before the event the worker was hosp overnight for difficulty breathing and hycotension that was thought to be medication-related. Both events required treatment with an epi-pen and intravenous fluids. The worker is currently on medical leave pending an allergy evaluation to determine if the cuase of the two events is related with exposure to cidex solutions or other factors.

Manufacturer narrative:
The worker's allergist reported the test result was negative for allergic reaction to glutaraldheyde and that the symptoms were not related to the cidex solutions or the patch test. The worker has been advised to never have any further exposure to the medical office since the etiology for the events has not been determined.